Event description:
A customer reported during a vitrectomy the system displayed a system message and locked. After the patient had received peribulbar injection the procedure was canceled, there was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).